Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was coughing up blood. Laboratory test results showed that the patient was anemic with a hemoglobin of 6.8 g/dl. The patient received a blood transfusion. An esophagogastroduodenoscopy (egd) revealed a gastric lesion. The site was clipped and the patient was bridged with heparin and then coumadin. The patient was discharged on (B)(6) 2015 with an inr of 1.6 which increased to 2.5 two days later. No further information was provided.